Event description:
Notification of event to baxter healthcare via copy of facility medwatch form: health care professional reported pt was in the onset of treatment and being checked on by pt care technician when device alarmed and the air detector clamped the line. Pt's lines were clamped and pt was placed in trendeleburg positions. Oxygen was administered at 3l via nasal cannula. Pt complained of faintness & shortness of breath. After the administration of oxygen pt reported "I feel better". Pt's blood was returned and treatment was ceased. Physician notified of situation. Device was pulled from service and evaluated by site technician. Pt returned the next day to resume treatment. No complications ensued. As of 8/24/98, per healthcare professional pt has been fine since this event without any further reports of adverse symptoms. Health care professional also reported this event is the result of operator error.